Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During a mako tha, when we brought the robot into ream the acetabulum the version numbers displayed on the monitor looked off and did not match what we were visually seeing. Checkpoints re verified and all were passing at approx 0.6mm. Re set arm software all fine, went back into case plan same incorrect numbers displayed, re registered robot and issue remained. At this stage we went to manual reaming and cup impaction. Surgical results obtained and same inclination number of 60 remained, despite having planned it at 40. Visually the impacted cup version looked the same as the planned cup visual on the 3d plan, confirmed with manual alignment handle that 40/20 version inclination was obtained. Final reduction result showed the cup position at the incorrect version not what was actually seen in the patient. Patient was under anaesthesia at the time with a delay of approx 15 mins.

Event description:
During a mako tha, when we brought the robot into ream the acetabulum the version numbers displayed on the monitor looked off and did not match what we were visually seeing. Checkpoints re verified and all were passing at approx 0.6mm. Re set arm software all fine, went back into case plan same incorrect numbers displayed, re registered robot and issue remained. At this stage we went to manual reaming and cup impaction. Surgical results obtained and same inclination number of 60 remained, despite having planned it at 40. Visually the impacted cup version looked the same as the planned cup visual on the 3d plan, confirmed with manual alignment handle that 40/20 version inclination was obtained. Final reduction result showed the cup position at the incorrect version not what was actually seen in the patient. Patient was under anaesthesia at the time with a delay of approx 15 mins.

Manufacturer narrative:
Reported event an event regarding inaccurate values/visuals involving a mako tha software was reported. The event was not confirmed because the product was not available for inspection. Method & results product evaluation and results: the relevant log files and session files were not available for inspection. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that rob276 was inspected and the quality inspection procedures were completed with no reported discrepancies -complaint history review: a review of complaints in trackwise related to p/n 209999, robot number: rob276 shows no other complaints related to the failure in this investigation. Conclusions: the alleged failure mode cannot be determined because the relevant log files and session files were not available for inspection. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.